Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: lap sigmoid. According to the reporter: the surgeon was performing a lap sigma surgery and the blue magazine did not close the lumen. The staples did not form properly in the situs and the content of the intestine went into the abdomen. New resection with endo gia ultra and tri-staple was performed. Patient needed a drain seven days after surgery due to contamination and abcess was built. Parts fell into cavity, but were retrieved. There was no tissue loss, no extension of incision, no extension of surgery time and no reinforcement material used.

Manufacturer narrative:
(B)(4).